Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to correct section g2. It was initially reported that the event was reported by the user facility; however, it was confirmed to have been reported by the patient.

Event description:
Additional information was received on 22jul2021. The reported event was called in by the patient.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient had a successful procedure where the angio-seal device was used for the incision. Later in the evening he started feeling numbness in thigh, tenderness all around, redness, centralized swelling, chills, and rigors. The patient requested and was provided contact info for fcs and rm. The patient's condition was stable. The procedure was successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results and a correction. A correction is being made to section b3 that was initially reported; a discrepancy was found between the aware date and date of event, and a confirmed date of event was not received. Therefore, the b3: date of event is unknown. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." "Monitor the patient (for at least 24 hours) for signs of vascular occlusion and the risk of collagen deposition into the artery." The complaint can be confirmed since the patient was treated post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.